Event description:
It was reported that the customer passed away at home due to a heart attack and non diabetes related. The daughter stated that they do not know the blood glucose reading at time of death, but his blood glucose was low approximately 50mg/dl about two hours prior to his death. It was stated that by the time the paramedics arrived, the customer already passed away. It was stated that the wife is not able to locate the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.